Event description:
It was further reported that the patient presented to the emergency department and is now home on hospice. The patient has declined any additional interventions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtmb1d1 crt-d implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) and inappropriate atrial pacing at times. It was also noted that all atrial tachycardia/atrial fibrillation (at/af) therapies had been disabled due to an atrial lead position check failure. In addition, a charge circuit timeout had occurred as the cardiac resynchronization therapy defibrillator (crt-d) was at end of service (eos). The device was programmed off. The crt-d and ra lead remain implanted. No patient complications have been reported as a result of this event.